Event description:
A malfunction on the pump was reported after it got wet. There was no adverse impact on the customer¿s blood glucose level. Tandem technical support arranged to send a replacement pump, advised on interim insulin delivery through multiple daily injections (mdi), and provided instructions for using storage mode and returning the faulty pump. The customer was informed about training access and acknowledged all the given instructions.